Event description:
It was reported that an error code 1660 was experienced.

Manufacturer narrative:
Additional information was received indicating issue did not occur while in use by patient.device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Functional testing was performed and it was found that the device exhibited "error code 1660." The investigation determined that a faulty microprocessor unit board was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The microprocessor unit board was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: updated d1 and d4, model number